Manufacturer narrative:
H3:product analysis:evaluation determined that lock failure and unable to hold the burr was confirmed. The likely cause of failure is due to tip bearing broken. It was also noted that scale of the tube is not clear and scratches and dents were observed. Aware date used as date of evaluation confirmed the bearing detached. ¿this regulatory report is being submitted due to retrospective review through CAPA 672570.¿ medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that attachment had lock failure unable to hold the burr and cannot be inserted to the correct position. At the time of report, there was no known impact to a patient. Additional information received during follow up stating that no patient involvement event occurred at pre-op.